Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is not alarming no delivery. Customer is experiencing high blood glucose. The blood glucose reading is 388 mg/dl. Customer feels tired and headache. Customer has treated with insulin pump. Nothing further reported.